Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 595cc mentor memorygel breast implant on both sides and experienced bottoming out of the implants; more on the right side than the left. Patient had a capsulorrhaphy and lift and healthcare professional was planning on reposition the implants. During bilateral replacement surgery with catalog number smhx500; serial number (B)(4) on the left, and with catalog number smhx500; serial number (B)(4) on the right side on (B)(6) 2022, it was discovered the that left implant was ruptured. . This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right bottoming of device. Manufacturer¿s reference number: (B)(4).